Event description:
Caller reported blood glucose results of 199 mg/dl, 204 mg/dl, and 110 mg/dl on the aviva system within 10 minutes. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.